Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with stage one diffuse lamellar keratitis (dlk) one day post lasik. Topical steroid dosage was increased. The patient did not have any complaints. Upon follow up, the dlk was resolved.